Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. Additional information: d10, h6. H3 evaluation: an empty opened folder, a used needle, and a suture of product were received for evaluation. During the visual inspection of the needle, the closure of the channel needle was noted to as expected, marks by use of a surgical instrument could be noted. The swage end on the suture was noted with correct insertion and sufficient epoxy. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that, during an unknown surgery, it was found that the suture had been detached from the needle, or, the suture was detached from the needle immediately during use. It could not be confirmed when needle pull-off occurred, before or during use. It was not a control release needle. No adverse patient consequences were reported. No additional information was provided.